Event description:
The device (cm104) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the blades were blunt and the instrument sheath was damaged and presented with signs of impact. The blades were blunt most likely followed by use of the instrument and resharpening was required. The instrument sheath was most likely damaged by impact or abrasion during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).